Event description:
The left armrest of the supporter is tilting downwards and there's a small gap between the top and bottom half of the supporter's wc-attachment. The gap is lightly wider on the left side.

Manufacturer narrative:
The supporter wc-attachment consists of two parts (top-and bottom half) which are bonded with eight screws. The four rear screws are missing, therefore a gap has appeared between the top and bottom half when load was put on the armrest. Where the four screws are missing ther are only minor marks at the top of the threaded holes of the top half. This indicates that these screws are not correctly assembled. The supporter wc-attachments are assembled in a screwdriver robot station. After the robot station all wc-attachments are subject to a visual inspection to assure they are correctly assembled. Etac's conclusion is that our staff, due to the human factor, missed to detect the faulty product. This occurrence has been assessed and documented in risk analysis, the risk is acceptable. Etac will take no further measures.